Event description:
It was reported that on (B)(6) 2023, a 25mm sjm masters series mechanical heart valve was successfully implanted in a patient. It was noted after implant of the valve that the leaflets of the valve appeared to be have abnormal opening and closing. The decision was made to intra-operatively explant and replace the 25mm sjm masters series mechanical heart valve with another of the same size to complete the procedure. There were no adverse patient consequences reported, but there was an extended procedure time of 20 minutes and resulting in increased cardiopulmonary bypass time. The patient was in good condition at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
An event of valve leaflets being stuck was reported. It was reported that the explanted valve's leaflet function tested normally after removal from the patient. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm sjm masters series mechanical heart valve was successfully implanted in a patient. It was noted after implant of the valve that the leaflets of the valve appeared to be have abnormal opening and closing. The decision was made to intra-operatively explant and replace the 25mm sjm masters series mechanical heart valve with another of the same size to complete the procedure. There were no adverse patient consequences reported, but there was an extended procedure time of 20 minutes and resulting in increased cardiopulmonary bypass time. The patient was in good condition at the time of report. Subsequent to the previously filed report, additional information was received that it remains unknown what cause the abnormal opening and closing of the first 25mm sjm masters series mechanical heart valve. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. It was noted that during device preparation the leaflets moved normally when tested. The leaflet functionality was tested using a needle holder. After explant of the first 25mm sjm masters series mechanical heart valve, leaflet functionality was re-tested and was found the be ok. The patient was noted to be taking warfarin as their t antithrombotic medication. The latest international normalized ratio of the patient was 2.0. The replacement 25mm sjm masters series mechanical heart valve was successfully implanted without any issues. The patient was not taken off and back on cardiopulmonary bypass as a result of this event. No additional measures were taken due to the extended bypass time. The patient was discharged at the time of report.